Event description:
It was reported that during the pre-testing a cuff leak was found. Even if air is inflated into the cuff, it will deflate immediately. No adverse effects reported.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One used decontaminated device sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition, with no signs of damage. An inflation test was performed on the received sample. It was found that it was not possible to inflate the cuff due to a leak and a tear in the cuff was observed. The root cause of this incident remains unknown because based on information which were provided it is not clear when the cuff leak was observed - prior use (identified during inflation test which is described in the instructions for use) or during use (after inflation test). No trend of confirmed complaints in relation to this issue was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.